Event description:
It was reported that a constant beeping. Also damaged in rear case and scratched lens.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Found high pressure and no disposable and key stuck messages in the event history log. Customer problem was duplicated "constant beeping, damaged rear and scratched lens" issue during the investigation. Found fluid ingression on the downstream sensor cause constant beeping. Rear housing and lens was damaged. The root cause of the reported issue was fluid ingression caused by customer. Actions were taken to mitigate the reported issue: replace downstream sensor, rear housing and lens.

Event description:
Additional information received: the event did not occur while in use with the patient.